Manufacturer narrative:
Concomitant medical products: 4456 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation, it was noted that there was noise on the can-to-right ventricular coil channel along with noise on the competitor atrial lead. It was also noted that the device was mode switching due to the atrial lead noise. The patient was unaware of any know cause for the noise as the patient worked on computers and did not operate any heavy machinery. The device remains in use. No patient complications have been reported as a result of this event.